Manufacturer narrative:
(B)(4). (Endoleak) results/conclusions: (too short distal landing zone).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm aneurysm approximately ten weeks ago. Vessel morphology was reported as a distal diameter of approximately 28 mm; moderate calcification in the descending thoracic aorta; no angulation. It was reported that the device was deliberately landed short of the lumbar arteries (between t10 and t11). The distal seal length, at implant, was less than 2 cm. There was no endoleak after implant. The patient does not appear to have any migration; however, a distal type I endoleak was seen on recent films. The patient is asymptomatic. The physician plans to place an extension at a later date. No additional clinical sequelae were reported, and the patient is fine.